Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient undergoing a trial evaluation. The patient¿s caregiver reported that the patient would cath with blood, had frequent utis, and took medication prior to the evaluation; however, the patient was no longer on medication. It was noted the patient slipped out of bed on their own and may have dislocated the leads. The patient had not felt stimulation, and was assisted with increasing stimulation, but they could not go past 7.8 on both sides with no feeling of stimulation and got ¿can not provide your desired settings.¿ it was noted the patient was cathing and urinating less, and the patient¿s caregiver believed the patient may have a bladder infection. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.